Manufacturer narrative:
Additional information: date of event should be (B)(6) 2017, since unable to capture was noted on that day during an in clinic visit.

Event description:
New information available on 2/9/2018 states that, the lead exhibited increasing capture thresholds since implant. On (B)(6) 2017 during an in clinic visit, it was noted that the lead was unable to capture. The patient experienced fatigue, shortness of breath and exertion. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure with no reported complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was replaced on (B)(6) 2017 for unknown reasons. No further information was available.